Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 it was reported that the patient was being locked out of a bolus unexpectedly by the ptm (personal therapy manager) today. Per the patient, the ptm stopped working and she hadn't had a bolus since 5:00 am. The ptm "would do the normal count down, but when she tried it, it would give the time again"; it said 2.5 hours. The ptm parameters were 2.5 hour lockout and 6x/day. The patient also reported that the pump had started to tilt. She noticed this in (B)(6) 2016. No patient symptoms were reported. An antenna was requested for the patient as she wanted to try one.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.